Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 11/8/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian patient underwent primary breast augmentation with an 800 cc mentor tissue expander. During an additional surgery right sided deflation was diagnosed and the device was explanted. There were no accompanying symptoms.

Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on (B)(6)2018. Device evaluation summary: it was reported that a 43-year-old caucasian patient underwent primary breast augmentation with an 800cc mentor tissue expander. During an additional surgery right sided deflation was diagnosed and the device was explanted. Upon receipt by mentor, the device was received with blue fluid. The device appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the analysis lab was precluded from further evaluating the device. No anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint was not confirmed. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Because the risk of device deflation cannot be eliminated, mentor addresses this risk in the product insert data sheet by stating that these devices should not be considered lifetime devices. Manufacturer¿s reference number: (B)(4).